Event description:
Customer's blood glucose (bg) ranged from 323 mg/dl to 475 mg/dl (with most readings in the low to mid 400's) all day, from about 7:15 am to 8:20 pm. He bolused consistently throughout the day after each high bg reading; most of the boluses were 5 units or above. Around 8:20 pm, he deactivated the pod and went to the hospital because he was concerned about his high bg readings. He stayed at the hospital for about 3 hours and was monitored and treated with insulin. The hospital ran blood tests and took x-rays. The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction that may have caused or contributed to the pt's high bgs. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)" and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If bg levels have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remain high after another 2 hours (a total of 4 hours), replace the pods. Then contact your healthcare provider for guidance."